Event description:
Recurrent alarm failure of autoclave #3. Sales technician aware of issue and attempted to reset without success. Vendor called in and completed repairs under maintenance contract agreement. We are awaiting service report.